Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection found the sensor plug was not properly sealed. No physical damage was observed on the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. The reported complaint issue was determined to be unrelated to use of product due to the improper seal on the plug. Further investigation revealed and determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer required unspecified medication as treatment from a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.